Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was physically broken. A field service engineer found the full height cubie drawer main 3 pocket e5 (2x5) lid broken. The fse replaced pocket e5, ran hardware test application, and tested it successfully, but the customer couldn't recover the pocket. After replacing another pocket with the same result, the fse reconfigured the smart drawer and reseated the tray bd. The customer was then able to recover the pocket and load meds. All tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie lid was physically broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.